Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found insertion needle bent inside the sensor base, without any broken needle found during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was fractured while in the body. The customer¿s blood glucose was 151 mg/dl at the time of the incident. The sensor will be returned for analysis.